Event description:
While removing drape it was noticed armboard from electric table was detached and pt's arm was hanging.

Event description:
Add'l info rec'd from MFR 10/16/02: the correct mfg site is steris corp, 2720 gunter park dr east, montgomery, al 36109.